Event description:
The customer reported that she had a change her pod because of high blood glucose results. She had been wearing the pod for approximately 24 hours. She provided the following history: time: 1:09 pm, blood glucose result: 337 mg/dl; time: 5:41 pm, blood glucose result: 332 mg/dl, bolus: 3.35u; time: 6:35 pm, blood glucose result: 268 mg/dl; time: 10:42 pm, blood glucose result: "high" (>500 mg/dl). She stated that she also gave herself manual injections throughout the day. She said that the cannula was not inserted correctly, and there was no moisture from the insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "if you get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It also warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."